Event description:
Ous MDR - it was reported that approx. 42 months after the implantation, the shock impedance increased rapidly up to 150 ohms. The lead was not returned. No adverse patient side effects were reported. The explant date was not provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves demonstrated a stable shock impedance of approx. 70 ohms since (B)(6) 2015 with a singular decrease down to approx. 25 ohms in (B)(6) 2016. Subsequently the shock impedance recovered and was stable around 70 ohms until (B)(6) when a sudden increase >150 ohms was visible, consistent with the observation reported in the complaint description. Furthermore the provided iegm episodes 1215 and 1216 showed an irregular signal on the ff channel. During the atp a ventricular loss of capture was observed in both episodes. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.